Event description:
It was reported that the device posted an alarm and the display blacked out while in use on a patient. It was reported that the ventilation was not affected by the blacked out display and continued. No patient injury reported.

Manufacturer narrative:
The investigation was based on the event description and further information received via correspondence with the service. Based on this information a faulty main board of the cockpit was determined as cause of the reported event. The main board has been replaced, which solved the issue. The ventilation is not affected by such a malfunction and is continued as set, as reported in this case. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. If the safety software detects a deviation concerning the cockpit, a warm start of the cockpit will be triggered in order to reset the micro processing system to a specified state. After three unsuccessful attempts the workstation would stop restarting the cockpit with accompanying audible alarm tone. The ventilation is not affected by this issue. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display wherein the user can see the on-going ventilation. In case of a complete loss of function of the cockpit the ventilation continues with the last settings. No patient injury reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device posted an alarm and the display blacked out while in use on a patient. It was reported that the ventilation was not affected by the blacked out display and continued. No patient injury reported.